Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when puncturing and passing the guide wire, it stayed trapped in the needle preventing the passage of the catheter.